Event description:
The customer reported being in the emergency room for high blood glucose over 500mg/dl. The caller stated that the events leading to her admission was shortness of breath. Advised the customer to call back when the tubing clamp arrives. Then the customer called back to report that she was also in the hospital on (B)(6), 2012 due to low blood glucose of 40mg/dl. The caller stated that the reservoir was showing more insulin than the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.